Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the insufflator due to error 3006. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The insufflator was analyzed and the reported failure of ¿insufflator can not be used¿ was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. Unit was installed onto the known good in-house system and powered on with error message 3006. The complaint was confirmed based on failure analysis. The probable root cause of the reported event involving the insufflator error 3006, which resulted in the "insufflator can not be used" message, is likely related to an internal component failure or degradation over time. However, the precise root cause cannot be determined based on the results of the failure analysis.

Event description:
It was reported that during a training/demo of the da vinci system, a message indicated that the insufflator could not be used because service was due. The technical support engineer (tse) instructed the customer to perform a hard power cycle on the tower, however this did not resolve the issue. The customer planned to find another tower to continue the training. There was no report of patient involvement.